Event description:
Patient reported right side "intracapsular rupture of the right breast implant with silicone leak", "siliconoma in the right axillary region", "right periprosthetic fluid". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and seroma.

Event description:
Device was explanted.

Manufacturer narrative:
The correct reason for reoperation is: "intracapsular rupture of the right breast implant with silicone leak," "siliconoma in the right axillary region," and "periprosthetic fluid." A review of the device history record has been completed. No deviations or non-conformances noted. A visual analysis of the photographs identified the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.